Event description:
It was reported that the peek vb replacement implant cracked during impaction after the inserter was moved. The surgeon had elected to keep the implant in place because the cracks were little. No pt complications were reported.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.